Event description:
Report received of the stent dislodging from the balloon. The customer reported that the stent dislodged in the left main artery before the intended deployment. The physician deployed the stent in the left main artery with another MFR's balloon. There were no reported adverse pt effects. Though requested, no additional info was provided.